Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a broken display screen. It was also indicated that the bail and ring cover were broken and the keyboard was contaminated. These parts were replaced and the epg passed final functional and system tests.

Event description:
It was reported that the external pulse generator (epg) had a cracked lcd screen behind the glass cover. The epg was returned for service. No patient complications have been reported as a result of this event.